Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert and osteolysis. However, this cannot be confirmed as the devices were not returned for evaluation and images of the explanted devices and pre-revision radiographs were not provided. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the event of ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.

Manufacturer narrative:
Section d10: concomitant products: ps cem. Femoral size 4, left (cat# 234-02-04 / serial# (B)(6)). Cemented trapezoid tray 4f/5t (cat# 204-04-45 / serial# (B)(6))0 three peg patella, 35mm (cat# 200-02-35 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately ten years post initial left tka, the 68 y/o male patient had a revision due to poly issues with flaking and delamination. Patient had massive osteolysis issue due to poly wear. Everything was removed. There were parts or pieces of the device that fell into patient wound site and were removed by surgeon. There was a greater than 45 mins surgery delay/prolongation. Patient revised to competitor's devices. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation due hospital refused to properly clean the prosthesis, there was bone and blood still on the components. The explants were discarded.